Event description:
It was reported that during a supply change the user did not observe drops at 60 units because the infusion set tubing was not attached to the ilet during the fill sequence; the agent instructed the user to complete the sequence, remove the cartridge to check for leaks, then rewind the ilet and reinsert the cartridge with correct tubing attachment, after which the user successfully pressed and held to fill and the fill used 70 units with no internal leak observed and the supply change completed. Symptoms included no adverse clinical effects and blood glucose remained in range. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting, user guidance, and verification of proper connection and seating of the cartridge and infusion set. Investigation of this case revealed an infusion set connection issue due to incorrect or incomplete attachment during the fill, with device function normal after correct setup and no device leak identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.